Event description:
The customer contacted baxter's service center regarding system error 2240 alarm which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) close all the clamps, close the transfer set, cycle power to the hc and a system error 2367 occurred. The hp cycled power to the hc again to get to the press go to start prompt. The tsr explained the alarms. The hp did not disconnect and there were no leaks or wet lines. The tsr advised the hp to discard all supplies and to report the alarms to the peritoneal dialysis nurse the following morning. The hp would finish therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was not performed as the lot number was unknown.